Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a shock for post-sensed t-wave oversensing. The device was also at eos. Programming changes were made. The device was changed-out two days later. There were no complications.